Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. The tip section of the device was visually and microscopically examined, and no issues were noted that could have potentially contributed to the complaint incident. A visual and microscopic examination identified no issues with the blades. All blades were present and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 7mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination found no issues with the markerbands of the device. A visual and tactile examination identified no issues with the shaft that could have contributed to the complaint incident. No issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% target lesion was located in the moderately tortuous and moderately calcified shunt. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During unpacking, it was noted that the shaft of the balloon was kinked. The procedure was continued and during the first inflation, it was further noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 90% target lesion was located in the moderately tortuous and moderately calcified shunt. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During unpacking, it was noted that the shaft of the balloon was kinked. The procedure was continued and during the first inflation, it was further noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.